Manufacturer narrative:
The event of revision was reported to abbott. The ipg was replaced due to ipg reaching end of life. The lead was revised due to high impedance. Therapy restored post procedure. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. The allegation is against one of two leads; however, it is unknown which, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: octrode lead kit, 60cm length: 3186ans, UDI: (B)(4), serial: (B)(6), batch: 7168840.

Event description:
Related manufacturer reference number: 3006705815-2023-03487. It was reported that the patient had an inoperable scs ipg and high impedance on one of their leads. Surgical intervention took place where the ipg and lead were explanted and replaced to address the issue.